Event description:
It was reported that the trapeze "o" ring broke and hit the patient in the head, causing bruising. Treatment for aforementioned bruising related to the reported event was unable to be obtained.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.